Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: 1 leaflet was in the opened position, and 2 leaflets were in the closed position. The reported appearance/behavior of the leaflets were observed: 2 leaflets remained closed at all times with oscillation, and 1 leaflet opened and closed with oscillation. Per manufacturing inspection, crease was observed across 2 leaflets. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified, with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and revealed the following: one (1) leaflet remained opened during coaptation testing at the site. The complaint was confirmed through evaluation of the returned product and provided imagery. As reported, 'during device preparation, the valve leaflets appeared to be stuck together and not coaptating.' Per returned device evaluation, creases were observed on the leaflets, which was likely due to workmanship from the manufacturing. The leaflet crease potentially led to the leaflet getting stuck together as reported. As such, available information suggests that manufacturing issue (workmanship) may have contributed to the complaint event. A CAPA has been initiated to capture further investigation and any possible corrective/preventative action activities associated with creases appearance on the leaflets. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards united kingdom affiliate, during device preparation for a tavr procedure with a 23mm sapien 3 ultra transcatheter heart valve, the valve leaflets appeared to be stuck together and not coaptating. A new valve was prepped for the procedure and successfully implanted. As visual inspection of the returned valve, the leaflet was observed to be creased on leaflet cp1 and cp2.